Event description:
Boston scientific received information that the patient with this right atrial (ra) lead experienced a syncopal event. This ra lead was found to have dislodged and entered the right ventricle. The physician successfully repositioned the lead and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.